Event description:
In 2003, the customer contacted the MFR reporting that the inner layer of the outflow graft coating appeared to have fractured as sutures were being placed through it and when wet it appeared to flake off easily with minimal contact. Two days later the MFR had a telephone discussion with the physician. The physician had reported that after cutting the 18mm outflow graft for the rvad, he had noticed what appeared to be small threads. Upon suturing, he noticed that wherever the needlepoint came through the graft, small elements of coating came off the graft. These appeared to be coming from either the peaks or the velleys of the graft. The surgeon completed the implant and the pt remains ongoing on rvad support while awaiting a heart transplant. No further issues have been noted at this time.